Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported, while the surgeon was using the sp94-8364 crocodile grasper on friday, (B)(6), that they recently purchased, part of the jaw broke off in the patient. The patient was not harmed and is fine according to the staff member reporting the incident. The broken piece was recovered entirely. On (B)(6) 2017 the customer reported there was no patient injury, item was removed, the patient was stable, no retained object, everything was removed, not sure how the object was removed, was just told by or staff everything was okay and removed. No additional medical procedure such as an x-ray. The grasper was replaced and the procedure was continued, we have two per set, to the best of their knowledge the procedure was a lap gb and it was completed as planned.

Manufacturer narrative:
(B)(4): one (1) sp8364 (part of set sp94-8364) crocodile ta insert device was received for evaluation. Note only the sp8364 insert device was returned from set sp94-8364. Evaluation by the quality engineer and product engineer confirmed the reported failure. Visual examination revealed that the sp8364 c17 device jaw part was completely separated from the actuating rod. It was observed that the link that connects the jaw parts was stretched indicating the device was overstressed due to some type of mishandling (possible user clamped down with a twisting motion on something not intended for use or mishandling during re-processing). The pin that connects linkage to rod was missing and not returned. Note the pin disconnected from rod when jaw link part were stretched. The root cause of this reported failure is most probable due to mechanical overstress. A review of the device history record revealed no non-conformances. The device passed all acceptance criteria for release. Conclusion(s): customer ¿ mechanical overstress. The device was confirmed to be damaged due to some type of overstress applied to the device during handling / re-processing within customers care. It has been recommended to review the products instructions for use, IFU 36-0151 for the device in particular the handling, processing, inspection and maintenance sections. Bd will continue to trend and monitor this reported issue and for this product family.